Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Received a copy of a product quality form which stated a blood set tube leaked where it connects inside the pump. There was no pt harm or medical intervention. Customer stated no further pt or event info is available.